Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed due to infection of the pocket site and the rv lead was cut at the connector. Antibiotics treatment was provided. No further patient complications have been reported as a result of this event.